Manufacturer narrative:
The product is in possession of the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged approximately one week post implant. A revision procedure was performed. The lead was successfully repositioned in the tissue by turning the entire lead body. Several days later, the lead exhibited loss of capture (loc). A chest x-ray was performed and the lead was noted to have dislodged. An invasive procedure was performed. The lead was explanted and replaced with a passive fix lead. It was noted that the patient had poor cardiac tissue and was suspected to have resulted in the inability for the active fix lead to maintain a secure position. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.